Event description:
In a physician's voiceover note, it was mentioned that during the utilization of powerwire in the left common carotid for stent fenestration, an incident occurred 5-8 years ago where the wire slipped, leading to a type 1 aortic dissection. Consequently, the patient required open-heart surgery. No additional details are currently available.

Manufacturer narrative:
The device was used off-label for stent fenestration in the central cardiovascular system. Baylis medical followed up with the physician, but only limited information was available. Unfortunately, no additional details are currently available. While the device in this report was involved in the procedure, there is no evidence to suggest the device did not perform as intended and device malfunction is not suspected. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The investigation has been closed, and there are no further actions.